Event description:
Details of the report is as follows: the nursing instructor and a student were completing the set up for a straight catheter. Upon inserting the catheter into the patient, it was noted that the catheter was leaking. Immediately the catheter was removed, and catheter was in one piece when it was removed. . The catheter was removed and as they were examining the catheter they found it was frayed in multiple area along the catheter almost breaking in half as they examined it more. There was no harm to the patient. The issue was brought to the attention of the unit manager who inspected all other catheter on the unit and none of them appeared to have this defect.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. No sample was available for evaluation. Final quality evaluation performed on (B)(4) 2011, and an investigation performed by unomedical on (B)(4) 2011 based on the review of retain sample from the same lot number provided by the customer. Results from the evaluation is as follows: complaint could not be confirmed as per retained sample evaluation. No sign of breakage or frayed could be detected with the retained sample. Since they used products was not returned, to determine or confirm the root cause of the product reported as "cut/frayed" as per claim by the customer could not be carried out. Note: this MDR is being reported as a result of a retrospective review of complaints conducted by (B)(4) for complaints received from may 1, 2011 - september 30, 2013. (B)(4) will continue to track and monitor such complaints according to (B)(4) complaint handling and CAPA procedures.